Event description:
The guidewire became lodged in plaque durng a ptca of an rca. Follow up revealed difficulty was encountered during advancement of the wire. The wire was manipulated and twisted in an effort to cross the lesion. It was indicated exertion was used to remove the wire after atempts to cross the lesion failed. The wire fractured and the distal tip remained in the pt. Surgical retrieval of the detached tip was attempted, however, complete retrieval could not be accomplished. A portion of the distal tip remains embedded in the pt's plaque, the pt's condition was good and a decision was made to leave the portion of the tip in the pt. No further attempts at retrieval will be made. The prox portion of this wire was returned, evaluated and retained by this MFR. The engineering evaluation indicated the distal end of the wire was unravelled and the distal coils were expossed. Since co's follow-up revealed this wire was manipulated after resistance was encountered and that an exerted effort upon withdrawal was utilized co does not attribute this event to this device.